Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a shock lead open message. Review of stored device memory noted a stored episode from two months ago, where appropriate shock therapy was delivered and this device and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms following shock delivery. Shock impedance measurements for the past year were noted to fluctuate from the 90 to 100 ohms range, to the 80 to 90 ohms range and then back up to the 90 to 100 ohms range. Technical services (ts) discussed potential causes and troubleshooting options. It was reported that the root cause was not determined. The physician plans to continue monitoring. This device remains in service. No adverse patient effects were reported.